Event description:
The device (forceps mco21 dia 1.0mm 70mm cup) was returned to mxi for service and repair. It was reported that the screw was missing

Manufacturer narrative:
(B)(4). Analysis of the device (forceps mco21 dia 1.0mm 70mm cup) confirmed that the device is missing screw . It was also determined that the instrument was bent and would not lock into place. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.